Manufacturer narrative:
The device did not return for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. The identifying lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. If additional information and/or the device returns, a supplemental report will be submitted.

Event description:
It was reported the tip that attaches to the implant broke off on the back table of the operating room. There was no report of patient involvement.